Manufacturer narrative:
E1: establishment name: (B)(6). Street: (B)(6) country: united states of america. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose levels upto 257 mg/dl on (B)(6) 2026 after first day of insertion. The site of insertion was lower back. The patient was treated with insulin pens.